Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. Further details are not provided. There were no adverse consequences to the patient. Upon receipt of product sample. The length of the drain was incomplete and inferred to have broken.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, and received. If further details are received at a later date a supplemental medwatch will be sent. The customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an issue with the system. Therefore, it returned the both of the drain and reservoir. It was reported by the sales rep that the customer have no additional complaints regarding product one used drain sample was received for investigation. The size of the drain was 990 mm instead of actual size of 1200 mm. As complete drain length not present, inferred that drain was broke. Drain had suture tied near the dot marking. Drain functionality was checked with another reservoir and no discrepancy was observed, further investigation was not possible. Lot number unknown, retain sample could not be checked. Note: events reported on mw# 2210968-2022-04406. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.